Event description:
Reference number: (B)(4). Event occurred in the switzweland. It was reported that patient faced two infusion set cannula kinked event on 05-jan-2025. The event occurred within three or more hours of insertion. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4), device 2 of 2.